Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had delivered shocks for an atrial fibrillation (af) with rapid ventricular response (rvr) which caused therapy exhaustion. All of the shocks delivered were in the ventricular fibrillation (vf) therapy zone; quick converts were also delivered by the device yet the patient was still in af after all of the shocks were given. The patient has a history of af with rvr, and it was identified that the patient was off of the medications 24 hours before the episodes occurred. The patient was placed back on medication, and no episodes were reported since then. No programming changes were made and the patient will be monitored. This crt-d remains in service. No adverse patient effects were reported.